Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that upon opening, a crack was discovered in the tray of sterile packaging.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned packaging identified that there was a severe crack located in the same location on both the inner and outer cavities. A review of the packaging process was completed to identify any potential areas that could cause this type of defect and no areas were identified within the process. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. This type of event is addressed in associated risk documentation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.